Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in 2008. The lens was explanted on seven months later, due to no vault. An iridectomy was performed. The lens was exchanged for a longer lens.

Manufacturer narrative:
Other: (iridectomy).